Event description:
It was further reported that the sepsis was not related to the ipg system and swab samples taken of ipg system were culture negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with presumed sepsis/acidosis and decreased atrial activity. The right ventricular (rv) lead had stable capture threshold, however the right atrial (ra) lead exhibited difficulty to demonstrate capture. The patient had improvement in electrocardiogram (ECG) atrial activity in the following days. The patient died due to multi-organ dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "found pale and borderline unresponsive. The implantable pulse generator (ipg) was recently rep rogrammed due to increased thresholds. The ipg and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.